Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed by physical examination. As a result, patient underwent bilateral replacements as follow: l/cat#: 3501655, sn#: (B)(4), r/ cat#: 3501655, sn#: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on july 19, 2021. Device evaluation completed on july 22 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.6 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Upon receive of the device, the identity reveled as cat#: 3501655, lot#: 5544117. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).